Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator. It was reported that the lead went into header smoothly. The impedance on contact 0 was >4000. Troubleshooting was needed for an int ra-operative impedance issue. The impedances were tested and the following impedances result were reported: all combination with 0 >4000. Retest and case combos changed to >4000. C1, c2, c3 but 0 combination were fine retested at 3 v 360 pw and case went back to normal and 0 >4000. All connections and set screws were re-tightened. It was suggested to consider setting up a program to run for a period of time and to test at a higher voltage as medically appropriate to see if there was a change in impedance. Tested different combos with 0 and bellows noted <(> <<)>2 v. It was noted that the healthcare professional was closing the patient. No symptoms were reported at the time of this event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported the issue was resolved and the case was completed successfully. No further complications re ported/anticipated.